Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported, in the "catheter room" the md placed the iab via the right femoral artery. While inserting the iab, the md noticed an air leak coming from the valve of the extension tube for monitoring blood pressure. There were no reported patient complications.